Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation discovered that the conductor insulation was damaged due to kinking under the conductor wire cap. Engineering determined that the damage to the insulation exposed the conductor wire and allowed the instrument to arc.

Event description:
It was reported that during a surgical procedure the permanet cautery spatula instrument began to arc. The instrument was removed and replaced and the procedure was completed. No patient harm, adverse outcome or injury was reported.